Event description:
As reported, extreme force with a mallet was used to insert the confidence needle into pedicle due to patient's hard bone. In the process the needle appeared to bend. An attempt was made to remove and replace the needle. The surgeon forcibly tried to remove the needle but was unsuccessful. Impacting the needle with an allen wrench caused the inner stylet to come out of the cannula. As the needle was straight, it was determined that the difficulty was due to the patient's hard bone. Decision was made to ream out the pedicle to free up the cannula, which was removed in small pieces. After taking an x-ray, it appeared all pieces of the cannula were removed with small dust fragments remaining. As a result of the difficulty, only one side was instrumented, leaving the affected pedicle side alone. The procedure was extended by thirty minutes.

Manufacturer narrative:
The confidence needle was broken into small pieces and discarded by the customer. A follow up report will be filed upon completion of the investigation. Device evaluated by MFR: discarded by customer.

Manufacturer narrative:
The cannula was destroyed during the removal process and is not available for evaluation. Review of device history records identified no discrepancies during the manufacturing and release of this product that could be attributed to the problem reported by the customer. Review of complaint data found no emerging trends. Although no definitive conclusions can be made, the patient is reported to have hard bone which along with force used to insert and remove the needle appears to have resulted in the reported damage. At this time, the complaint is considered to be closed.